Event description:
The patient is a male admitted from an osh (outside hospital) with increasing respiratory distress resulting in intubation. The patient developed loose stools related to treatment and had a flexiseal placed for copious liquid stools. The patient continued to have large amounts of liquid stool requiring continued use of flexiseal. Approximately 17 days later, at approximately 0800, the patient was noted to have bright red blood per rectum as well as large blood clots. The md and np were notified, and there a stat gastroenterology consult was requested. The patient received IV fluids and 1 unit prbc and an upper gi endoscopy and flexible sigmoidoscopy was performed at the bedside. The flexiseal was discontinued immediately prior to sigmoidoscopy given large clots surrounding flexiseal and risk of further bleeding on discontinuation. The flexiseal was in place for 17 days and the balloon had 30cc of sterile water in it upon its removal. Two ulcers were identified in the rectum and were believed to be related to the flexiseal. The ulcers were clipped and the flexiseal tube remained out.